Manufacturer narrative:
A possible root cause was determined. Multiple components from the fluidic systems were not functioning as expected, which most likely led to hemolysis of the gel cards observed by the customer. Although probe drip was not reported, leakage of the probe could result in hemolysis of regents on board the instrument. Repeat testing in the gel cards showed acceptable results. Repairs have returned the analyzer to expected operation.

Event description:
The customer reported instances in which samples tested on the ortho provue analyzer showed hemolysis in forward typing and were interpreted by the instrument as dual population. Repeat testing in manual gel was negative. Carryover or cross contamination can lead to erroneous test results and transfusion of the incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.